Event description:
The micro drill was sent in for evaluation because it was running while on safe mode during a procedure. A replacement device was readily available and it was used to complete the procedure without any delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.